Event description:
Discordant advia centaur xp ca 125 ii results were obtained for pt samples. The customer observed that the pt results were higher when using lot 144 in comparison to lot 141. The high bias in pt values obtained were not reflected in the qc values. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 125 ii results.

Manufacturer narrative:
The cause for the discordant ca 125 ii results is under investigation. Urgent device recall 078dotbd-01 will be issued on december 2010.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4), 2010.(B)(4) 2012: additional information:the investigation has shown the wetcake for (B)(4) lot 144 was unstable and demonstrated the high bias. (B)(4): 1219913-12-14-2010-001-r.